Event description:
A biomedical engineer reported during a surgery the cutter was not working, it would not cut above 2000 cuts per minute (cpm). The procedure was completed using the same system and accessory. A sample is not expected to be returned for eval since the probe was discarded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).